Event description:
I am one of thousands of people who is in debilitating pain. Since 2005, when I had my bilateral hernias repaired with the perfix hernia plug, I had to deal with pain. I couldn't let water from a shower hit my groin area directly. A short time after that, the pain became so debilitating that I could not walk or stand for long periods of time. I could not sleep on either side because it caused severe pain in my legs. I could not sit for too long either. I had cat scans and mris that did not show anything abnormal. Surgeons said that my pain was coming from my back. Thank god for my pain management doctor for believing I was in pain. He administered injections (nerve blocks) in my groin to see if he could deaden the nerves. That had no effect. I had a trial stimulator implanted with leads running up my spine. It helped with my pain in the back, but didn't give me relief in my groin, testicles, top of thighs, shins and bottom of my feet. I was on kadian and percocet which are very expensive and very powerful pain medication and all they really did was take the edge off. The biggest problem is that radiologists do not know what to look for on cat scans or mris. There is only a handful of surgeons who know about the complications from polypropylene mesh. Once the mesh is implanted, it shrinks, metabolizes quickly and hardens with nerves entangled. I am extremely grateful to all of the people on topix.net. It is a forum (blog) where hundreds of people from all over tell of their experiences with hernia repair. They also talk about the complications from polypropylene meshes known as meshomas. It is also like a family where we try to give each other hope and support. I finally had the right perfix hernia plug removed in 2007 and the left perfix hernia plug removed 3 weeks later. Currently, I am still recuperating from both surgeries. Nerves were entangled in both meshes. I have heard from some surgeons that they don't use the perfix hernia plus because of all the complications. I have read that the perfix hernia plug has been under scrutiny since 1993. I have filled out an adverse event form 3500. They have given me two access numbers. I have to update it to read that I did have them removed. See scanned pages.

Event description:
Pt has never had his pain gone away, since a bilateral hernia repair done in 2005. CT scan done, but nothing is showing up. The problem might be either the patch is defective or the md screwed up. Pt had his hernia fixed, hydrocele drained, but the hydrocele is coming back. Pain is constant, testicles are swollen, tight, legs cramp up.